Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 481 mg/dl; treated with a bolus. Customer stated she received a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. Nothing further reported.